Manufacturer narrative:
The hill-rom technician found the nurse call was not turned on. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in ortho-neuro. There was no pt/user injury reported. This report was mailed in our complaint handling sys as complaint # (B)(4).